Manufacturer narrative:
Section a2, a4, a5: unknown/asked but unavailable (asku). Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number (B)(6) . Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was damaged. There was no patient contact. Through follow up, it was learned that the lens was implanted inside the patient's operative eye, and the surgeon noticed a scratch on the lens. The surgeon removed the lens during the same surgery with coulters and graspers and used a back up lens. Only half of the lens was retrieved. There was no medical or surgical intervention required outside standard of care. There was no patient injury. The patient outcome was reported as the patient was discharged as any other patient. No further information was provided.